Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in shock impedances with two isolated spikes. The rv lead remains in service at this time. No adverse patient effects were reported.